Manufacturer narrative:
The suspect device lot number is unk; therefore, the device expiration and device manufacture dates are unk. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: date of event is unk. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "expandable metal stent placement for benign colorectal obstruction: outcomes for 23 cases" published in surgical endoscopy 2008; 22:454 - 462. The following information was derived from this article: a wallstent enteral endoprosthesis stent was used for a colonic stent placement procedure on a male pt. According to the article, male developed a reobstruction, stent occlusion and tissue hyperplasia twelve days after initial stent placement. Pt was restented with an ultraflex esophageal stent twelve days after initial procedure. There is no further information from the article regarding the status of the pt.